Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was taken to the hospital with elevated blood glucose (bg) of 430mg/dl, lethargy, and vomiting. At the time of the initial call the patient was reportedly still on the pump. Troubleshooting was completed on (B)(6) 2013 and all settings and histories were found to be correct. The patient had reportedly been removed from the pump and placed on an insulin drip. The reporter denied any new medications, activities or stressor, diet changes, or unrelated illnesses. A review of the prime history shows appropriate site changes and prime volumes. The patient denied any site/set issues. The infusion set was removed at the hospital and the reported denied a bent cannula. The patient was to be discharged on (B)(6) 2013 on insulin injections. The reporter noted that the morning of (B)(6) 2013 the battery was changed and it was noted that the old battery was corroded. The reporter was concerned that the corroded battery could have caused an unspecified issue with the pump which would lead to the reported bg excursion. The pump is being replaced. This complaint is being reported due to the patient's alleged bg excursion requiring medical intervention and due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 05/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box was reviewed and showed the last basal delivery was on (B)(6) 2013 and the last bolus was on (B)(6) 2013. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The alarm history shows only typical usage; there were no errors or alarms related to the compliant. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within specifications. The battery was not returned with the pump and there was no corrosion observed in the battery compartment. The alleged issue of a possible pump malfunction was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.